Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was at work and their stimulation shut off about 30 minutes prior to this report. The patient tried to turn their stimulation back on, but they got a ¿call your doctor¿ icon and a power on resent (por) message. The patient was able to clear the por and get their stimulation back on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.